Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient developed a seroma at the lead site that became infected. As a result, surgical intervention was undertaken on (B)(6) 2026 were system was removed to address the issue.